Manufacturer narrative:
With the new information provided: ¿the follow-up period of the rms report on 9-dec was from 2nd dec to 3am on 9th dec. The point is that there was no arrhythmia history on the rms report on 9th dec even though there were 4 arrhythmia episords on the ECG on 9-dec (just before the rms report was issued). Normally, a history of arrhythmia would be listed after ¿brady treatment¿ on the page, however a history of arrhythmia is not always listed on this patient¿s report.¿ an additional analysis was performed and the conclusions are as follows: the patient is currently programmed in vvi mode. In this configuration, the atrial arrhythmia table is not displayed in the rms report. This behavior has been implemented since the first versions of alizea pacemakers plateform. The arrhythmia section ¿ specifically the atrial arrhythmia table ¿ is displayed only when the patient is not programmed in one of the following pacing modes: vvi, vvir, ooo, voo, and vvt. As a result, v burst episodes are not shown in the report nor listed in the event history, since their display is tied to the presence of the atrial arrhythmia section.

Event description:
Reportedly, there is no indication of arrhythmia history in the remote monitoring system pdf report. However, there are 4 ECG pdfs. The dates of the ventricular burst are during the rms follow-up period. Why is there no mention of arrhythmia history even though the events occurred? All previous submissions are similar.

Manufacturer narrative:
The conclusions are as follows: the patient files analysis led to the following observations: - the last report dated (B)(6) 2024. - the v-burst episodes are not present in the rms report or mentioned in the event history since they occurred on (B)(6) 2024, so before the last report date. By design, the system omits any episode that occurred before (B)(6) 2024. - based on the available information, no issue is suspected on the subject device.

Event description:
Reportedly, there is no indication of arrhythmia history in the remote monitoring system pdf report. However, there are 4 ECG pdfs. The dates of the ventricular burst are during the rms follow-up period. Why is there no mention of arrhythmia history even though the events occurred? All previous submissions are similar.

Event description:
Reportedly, there is no indication of arrhythmia history in the remote monitoring system pdf report. However, there are 4 ECG pdfs. The dates of the ventricular burst are during the rms follow-up period. Why is there no mention of arrhythmia history even though the events occurred? All previous submissions are similar.